Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause mlc-134-user has low glucose value test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that on (B)(6) 2018 customer has to call 911; the customer's blood sugar was 74 mg/dl and was then taken to the hospital. The hospital only given the customer something to eat and monitored her until her blood sugar went up to 185 mg/dl (taken on the hospital meter). No treatment was provided. On (B)(6) 2018 the doctor has lowered the customer's dosage of medication. Customer is still using the meter and is working as intended.

Event description:
Consumer initially reported complaint for meter not turning on accompanied by symptoms. But during troubleshooting she had reading of 71mg/dsl which she claims is low. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling light-headed. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 71mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.